Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room on (B)(6) 2017 due to elevated blood glucose levels (518 mg/dl), and vomiting. Contact stated the customer had ketones, however, did not reach diabetic ketoacidosis. Customer was in the emergency room for approximately 1 hour and was treated with insulin injections, intravenous fluids, and blood tests. Subsequently, the customer was hospitalized. Reportedly, elevated bg's were due to the pump bolus settings needing to be adjusted. Customer was treated through intravenous fluids and insulin injections, and released from the hospital on (B)(6) 2017.